Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator unexpected shutdown. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint could not be confirmed. Due to insect infestation, the device was returned unrepaired to the customer.

Event description:
The manufacturer received information alleging a ventilator unexpected shutdown. There was no harm or injury reported. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.